Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 61 mg/dl. Customer¿s current blood glucose value was 128 mg/dl. He customer was treated with food. Troubleshooting was dose for low blood glucose and over delivery, however declined to continue further troubleshooting. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. The customer states no I have has my blood glucose as low as 15 mg/dl before but only one time after insulin pump therapy. Based on customer report customer does not allege pump was over delivering. The insulin pump was returned for analysis.